Event description:
It was reported that the 9600 system intermittently will not boot up properly. No pt injury was reported.

Manufacturer narrative:
A ge serivce rep performed an on site investigation. The system interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.